Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5: event description: additional information received confirmed that all broken pieces were successfully removed from the patient.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary ==> according to the information received, it was reported an abnormal high temperature & metal shavings fell off. It was reported that during the operation, the handle of the blade is hot, and the metal sheet at the head end falls off (as the photo shows). Another device was used to complete the surgery. There were no adverse consequences to the patient. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that vapr coolpulse90 electrode in used condition. The device's cautery tip is fell of from the tip. It is not possible to verify the handle's temperature condition with the photo provided, on hand analysis will be required. The overall complaint was confirmed as the observed condition of the vapr coolpulse90 electrode would contribute to the complained device issue. Device history review: a manufacturing record evaluation was performed for the finished device (u2308033), and no non-conformances were identified. Based on the investigation findings, multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported by the healthcare professional in china that during a rotator cuff repair surgery on (B)(6) 2024 the vapr cool pulse 90 electrode device blade handle was hot and the metal sheet at the head end fell off. Another device was used to complete the surgery, so the aspirator was not the problem. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e3: reporter is a j&j sales representative. (B)(4) as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.